Event description:
During patient use, suddenly an alarm occurred and ventilator shutdown. At the time, the ht70 stopped ventilating and the display became a black screen. A burning smell was noticed at that time. The patient's spo2 decreased to 88%. The patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, add'l patient info was not provided.